Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump just wasn¿t working right. When they would go in for a dose increase, the patient would do well for a little bit. Then approximately 2 weeks later he would be back to how he was before he had the pump. An x-ray was done and they were told that everything was okay with the catheter. This had been going on for months. The patient wasn¿t acting the same; it was like he was having withdrawal symptoms, then he would go back to normal; it was like a rollercoaster. He had good days and really bad days. The patient would get really, really tight/his spasticity would come back and he got really, really irritated; the patient could never be completely happy. The patient was put in the hospital a couple of times last year. Everything that was wrong with him seemed like withdrawal symptoms, but they could never figure out what was causing it. The pump was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.